Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device was found delivering at a rate different than originally programmed rate. The pump was returned from the oncology dept to the biomedical engineering dept with a note stating, "pump resets its rate during a pt's treatment." No specific pt info, pump programming, or event details were available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.